Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified antibiotics (dose, route, frequency and duration were not reported) for peritonitis. Abdominal pain was recovered on the same day as the event onset however, the patient outcome for the peritonitis event was not reported. Pd therapy was ongoing. No additional information is available.